Event description:
It was reported that the bd integra needle was broken. The following information was provided by the customer: "reports difficulty when drawing out dose and having to pull needle almost out of vial to see when liquid fills in syringe. Reports needle breaks and has to insert and draw out syringes."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.